Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise and had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the resistance of the mode switch on the compact air drive device was too low, the device had an air leak, insufficient/low power, and was making excessive noise. It was noted that the motor and the gear box could not be dismantled. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench, check for excessive noise, check triggers for forward / reverse mode, check for air leak, check function of soft mode switch (safety system), and check reverse locking mechanism. It was noted in the service order that the ¿on/off¿ button was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.